Manufacturer narrative:
The lens was returned to b & l. Visual inspection found one haptic torn at the optic. However, the haptic is still attached. The lens optic is torn or cut nearly in half. The other three haptics are not damaged. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current info, the specific root cause of the event cannot be determined. Inspection and test records indicate that the released lenses from this lot conformed to specification at the time of release.

Event description:
The surgeon reported that after the ao60g iol was placed in the posterior capsule and during removal of ocucoat, the posterior capsule was engaged, and a small tear in the posterior capsule was formed. The surgeon attempted to reposition the iol and the tear expanded. There did not appear to be adequate support of the ao60g iol. The iol was cut in half and removed with no enlargement of incision. A limited anterior vitrectomy was performed. A li61ao with 18.00 diopter was implanted in the sulcus. No sutures needed. The pt was sent to recovery in satisfactory condition. This report refers to the pt's right eye. Please reference MDR#: 1119279-2011-00166.